Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 9 mg/dl. The customer was unconscious when he was admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that his doctor made changes to the insulin pump programming after the hospitalization. The customer also stated that insulin pump has been exposed to xrays and cell phone cases with magnets. Found that the reservoir volume did not match with the amount of insulin in the reservoir. Advised the customer not to expose the insulin pump to xrays or magnetic fields. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.